Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually and microscopically. The complaint is confirmed. The root cause is contributed to the manufacturing processes. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an abdominal endovascular aortic repair [evar] procedure, the catheter tip detached within the patient. The physician had successfully acquired retrograde arterial access and during catheter manipulations, the catheter tip detached within the patients abdominal aorta. The foreign body was successfully retrieved using a vascular snare device causing no additional consequences to the patient.